Event description:
Boston scientific received information that the recent implant of this cardiac resynchronization therapy-defibrillator (crt-d) resulted in the hospitalization of the patient for treatment of thrombosis or a thromboembolism. There was no report of other adverse patient effects, and the device remains implanted and in service.

Manufacturer narrative:
This event will be updated if additional information is received. The device was explanted 53.8 months later for normal battery depletion. There were no subsequent issues or adverse patient effects reported. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.